Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the kdl ECG lead was faulty as the ECG reading looked inaccurate for the patient. ECG lead was replaced, no further issue. No further information is available.

Manufacturer narrative:
One set was returned for evaluation. Under current mass production test conditions, an electronic test and an ECG monitor test was performed on the returned set; the set passed the electric test and the monitor did not find an abnormal curve. The returned set is functioning normally. The device history records were reviewed and there were no process changes (including injection parameters/tooling/ injection equipment). All cables meet the specifications defined in the procedure. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.